Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer encountered the led power button the e-100 generator was red. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no error messages in system logs. No troubleshooting was performed. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue occurred during the procedure, post-anesthesia and port placement. While the system powered on and the surgeon was able to enter following mode without errors, the reporter confirmed that the surgeon encountered an energy delivery problem and red led indicator light with the e-100 generator when attempting to use instruments. The case was completed robotically, as there was another vision side cart (vsc) available which was used for the case. There was no report of any intra-operative or post-operative complications, and no report of any patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse verified the red led status of the e-100 generator upon startup. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported event. This unit was installed into the test system, and it failed. The power led turn red and bipolar led would not turn on and could not cut/seal. No image or video clip for the reported event was submitted to isi for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer when the customer called for assistance. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a liver resection procedure. This complaint is reportable due to the following: the e-100 generator was abandoned after the start of the procedure and the surgeon converted to another da vinci vision side cart system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.